Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on date unknown. The original surgery date is unknown. The reason for revision pain after patient's fall on (B)(6) 2024, the reporter noted that during the revision the baseplate was found to be broken. During the revision all implants were removed and replaced with new components.

Manufacturer narrative:
A review of the manufacturing documentation and sterilization documentation for the devices in question was performed. It revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.